Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2016-01388. New information was received identifying that the product was a cook inc. Manufactured device. Manufacturer ref# (B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient was allegedly treated for pulmonary embolism, deep vein thrombosis and claims to have received an implant on (B)(6) 2014. Patient is alleging tilt, device unable to be retrieved without further details.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "patient is alleging tilt, device unable to be retrieved". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.